Event description:
On (B)(6) 2013, the reporter contacted animas and stated that the pump keypad buttons were unresponsive. There was no allegation of an adverse event with this complaint. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.